Event description:
Baxter reports a broken transfer set occurred after an unk period of use. A pt developed peritonitis in 04 with cloudy effluent. A culture and sensitivity test was conducted (date unk) which returned negative results. The pt was treated outpt with cephacidal 1g IV every 12 hours and amikacine 500mg IV every 8 hours. The pt has fully recovered. No further info is available at this time. Add'l info rec'd in 10/04: the transfer set had a leak by the connection of the blue tip with the tubing. The transfer set had been in place for 5 months when the leak was noted. No sample is available for evaluation.